Event description:
The technician alleged that the trendelenberg is not functioning. No patient impact.

Manufacturer narrative:
The technician replaced the trendelenburg limit package to resolve the issue.